Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false negative results on a patient sample that resulted negative on 1/19/2021 when using the simplexa covid-19 direct assay, and positive on a competitor assay (panther) the same day. The sample was then repeated as positive on the panther assay and simplexa assay on 1/21/2021. Run analysis of the simplexa results showed the sample ID (B)(4) was negative with an internal control CT = 39.5. This is very late for the internal control, which could indicate some inhibition of the internal control amplification. According to the customer the sample was repeated on the panther assay and simplexa assay with the following results: - 1/19/2021: panther = positive (CT = 26), simplexa = negative (ic CT = 39.5). - 1/21/2021: panther = positive (CT = 28), simplexa = positive (single gene only, but not specified = 33). It is known there are key differences between the competitor and simplexa assay: 1) panther assay extracts the sample while the simplexa assay does not. 2) panther assay uses a larger volume of sample (500 ul) than the simplexa assay (50 ul) a diasorin molecular field service engineer visited the customer site to investigate the instrument performance and decided service was required for other errors and noise in multiple channels (reseated ribbon cables, cleaned laser channels, and replaced a cracked consumable cover). The customer was able to run patient samples and controls without issues following the service. They have confirmed they have not seen any false negatives since the service. Based on this information, it is likely the sample was near the limit of detection of the simplexa assay and contained some inhibiting substances based on the very late internal control cts. It is also possible the instrument was contributing to the false negative result and service has resolved future occurrence. The customer's device and suspected false negative sample was not provided for investigation. This is the 1st complaint on mol4150, lot# 8520n for suspected false negative results. Retain testing is no longer possible since the kit lot expired on 03/31/2021 but it is likely the sample was near the limit of detection of the simplexa assay. Without the sample to test, this could not be confirmed. This is a sample specific issue only. Batch record review showed the critical component, reaction mix mol4151, lot# 8567n, met all qc release criteria prior to kit release. Mol4151, lot# 8567n were tested using positive controls and no-template controls (ntc). Positive controls were tested in triplicate and resulted in zero (0) occurrences of false negatives in either s gene or orf1ab targets. All positive controls were detected at an average CT = 27.7 (s gene) and 29.9 (orf1ab) and the internal control avg CT = 31.7. No malfunctions occurred during qc release testing. As stated in the instructions for use, ifuk.us.mol4150, "negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information" and per the limitations section, item 5 "false-negative results may occur if the viruses are present at a level that is below the analytical sensitivity of the assay or if the virus has genomic mutations, insertions, deletions, or rearrangements or if performed very early in the course of illness."

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death. Diasorin molecular llc received a complaint alleging false negative results on a patient sample that resulted negative on 1/19/2021 when using the simplexa covid-19 direct assay, and positive on a competitor assay (panther) the same day. The sample was then repeated as positive on the panther assay and simplexa assay on 1/21/21. The customer confirmed the alleged false negtive results were not reported to a diagnosing physician due to the discrepancy with the competitor assay and no alleged harm occurred. Patient samples were nasopharyngeal swab in puritan ut 300. Other than the patient sample ids, other patient information was not provided.